Manufacturer narrative:
Device passed sleep current measurement, active current measurement, self test and displacement test. The power management graph confirmed the unloaded voltage and loaded voltage were within specific range. No low battery alert or replace battery alert noted during testing or in the device trace download. Keypad unresponsive or button error alarm not confirmed. No damage to the keypad traces or electronic assembly noted during visual inspection. The following were noted during visual inspection: scratched case, pillowing keypad overlay and cracked keypad overlay. (B)(4).

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Information received by medtronic indicated that the insulin pump's buttons were hard to activate. The customer stated that the insulin pump's batteries were not lasting long. No harm requiring medical intervention was reported. The insulin pump will not be returned for analysis.